Event description:
A report was received that the patient was experiencing pain under the generator. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the source of the pocket pain could not be determined. The ipg passed all the required tests and revealed no anomalies. Leads exhibit normal device characteristics.

Event description:
A report was received that the patient was experiencing pain under the generator. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead; 50cm model#: sc-4316, lot#: 15135865, description: next generation anchor kit-sterile.